Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed a black screen. The touchscreen and biometric scanner on the or5 anesthesia cart were not powering on, rendering the station unusable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had black screen, no power to biometric scanner. A field service engineer (fse) responded to a report of a device with a black screen. The anesthesia station was powered on, but the screen was dark. The fse powered off the unit, disconnected the backup battery, drawers, and hard drive, then reconnected each drawer one at a time while testing power. The station started normally each time. The backup battery was reconnected, the panel was reinstalled, and the station powered up normally. All components were checked, and no specific fault was identified. The client will monitor for future issues. Service was restored, and hardware test application results and images were saved to the device. The system functioned as intended after the field service engineer investigated the device.